Manufacturer narrative:
Insulin pump trace download analysis confirmed the unit alarmed power error. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electronic board 1, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple power loss alarm. Customer's blood glucose level was 6.4 mmol/l. Customer insert new batter the power loss alarm again. The insulin pump will not be returned for analysis.